Manufacturer narrative:
Failure analysis noted that the pump had missing segments due to cracked lcd zebra connector. The pump had cracked battery tube threads, cracked reservoir tube lip, scratched lcd window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 220 mg/dl. Troubleshooting was not performed. The device was returned for analysis.